Event description:
(B)(6) logistics management center purchased and received #6,000 bottles of the following product on 10/30/24, to supplement inventory of typical baxter product during oct. 2024 fluid shortage. Halyard ref #: (B)(4). Sterile water for irrigation usp received from (B)(4). (B)(4) received this product from contracted supplier (B)(4). Upc: (01)10885632395895, lot: 23126855, exp: 12/27/2025. Sterile water for irrigation is labeled as isotonic solution with an osmolarity of 308 mosmo/liter. Sterile water is hypotonic with osmolarity of 0. Verified that this lot was not affected by the 11/6/23 recall, as exp. Date is after 9/18/25. (B)(4) rep contacted for clarification. (B)(4) rep communicating with (B)(4) vp of quality at (B)(4) sent the following in an emailed letter on (B)(6) 2024: "the osmolality level in the halyard branded sterile water irrigation bottle is isotonic and does have an osmolality level of 0. This is standard for all our sterile water products. The current label is incorrect and has been updated to reflect the correct level on all future manufacturing lots of this product." (B)(4) rep contacted to clarify that the letter should state hypotonic not isotonic. (B)(6) awaiting new response from (B)(4), as of (B)(6) 2024.